Event description:
Customer reported a check out of the machine since a pt expired during treatment.

Manufacturer narrative:
No machine malfunction was identified. Gambro technician verified bicarb and final conductivity, pt sensor and sensor led, air in blood detector, 1/2 hour simulated run, verified blood pump occlusion verified venous and arterial pressure. All verification were within manufacturer' s specifications. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.